Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (power issue) issue. It was reported that there was battery failure in the pump and issues with the batteries but specific information was not given. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/23/2017 with the following findings: a review of the pump¿s black box data showed no evidence of unexplained power interruptions and that the last basal delivery was on (B)(6) 2016 prior to an unacknowledged call service 162 warning. The returned battery cap was undamaged and was able to fit to the pump and maintain an electrical connection. The returned battery cap¿s height and width were within specification. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specifications. The pump¿s cover was removed and no intermittent conditions were found to the printed circuit board or to the continuous glucose monitoring module. The investigation was unable to duplicate the original ¿power¿ complaint.